Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device part of the septum at q site was sunk in the housing. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: a part of the septum sank in the housing.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received one q-syte unit with no packaging material. Through the visual/microscopic evaluation, the septum top disk was unglued from the rim and one of the sides was pushed into the adapter. There was evidence of adhesive and septum deposits visible at the rim of the q-syte unit. This evidence of adhesive is an indication that a bond was provided during the manufacturing process. Although the reported issue was confirmed, it could not be determined that the damage resulted from the manufacturing of the device. This type of damage is sometimes caused by external forces. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device part of the septum at q site was sunk in the housing. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: a part of the septum sank in the housing.